Manufacturer narrative:
Pump received with stuck motor error alarm loop during bolus delivery due to faulty force sensor resistor. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm more than once. No harm requiring medical intervention was reported. The device will be returned for analysis.